Event description:
From the call center: I had my battery replaced last week. I spoke with tillman, and they said to give it a week. But it seems that there may have been an error during surgery, and something is backwards. I got an xray and there is an issue with the leads. This regarding my pacemaker, it is not working. Poles have been switched on the leads. She feels that the leads were back to the way they were before. She is still experiencing nausea and vomiting and shocking/pain in the pelvis and at the pocket site. These symptoms were happening prior the battery exchange. She is traveling to uofl and has an appointment with dr. Stocker on 11/26 to address these issues. She met with dr. Stocker and had her poles switched back and voltage increased to 6.5v. She also had labs and another ges ordered that came back abnormal. She is still feeling poorly and is planning to discuss a possible device replacement in her post op visit next week. Patient had system explanted and reimplanted in on 2.3.25. Explant system has been shipped back to enterra medical.

Event description:
Patient originally presented with complaints of ineffective n/v treatment. Several steps were taken (battery replacement, pole reversion) to improve situation to no avail. System was explanted on (B)(6) 2025 and replaced with new system. Explanted system was returned to enterra for analysis; no anomalies were found in ipg or leads.